Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their implanted neurostimulator battery was no longer holding a charge since 2-3 weeks ago. Patient noted they saw a doctor message on their controller, but they didn't know the exact message. Patient didn't have their external equipment with them. Pt noted they didn't have an hcp to discuss next best steps if replacing the ins was needed. Agent emailed the patient physician listings. Agent suggested pt call ps back with the exact message to help clarify the pt's situation.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.